Event description:
Patient was admitted with colon perforation for exploratory laparotomy with primary repair and diverting loop ileostomy formation. During the course of 3 month hospitalization, the patient received treatment for copd, chf, hypertension, obstructive sleep apnea, edema, had placement of a trach and a feeding tube. Scd was placed on admission with orders for lovenox injection for dvt prophylaxis. Scd was removed only for ambulation and skin assessment. The patient was noted to have abrasions and rash on buttocks, arms, upper torso and scattered lesions & bruising during the first two months of hospitalization. At the beginning of the second month, the patient's skin is described as "blisters and abrasions" all over body; rash on feet noted in the third month. On post-op day 46, the patient developed 2+ edema with blood blisters on bilateral lower extremities, consisting of a large soft-ball sized blister on left lateral leg and 2 smaller 50-cent-coin-sized blisters on right lateral leg. Cause of the blisters is unknown. Wound care rn noted these blisters as intact and firm. The plan was to not open the blisters. Legs were floated on pillows and scd's were not in use on that date. Surgery note three days later says the blood blisters may need to be opened and drained at some point. The plan was aggressive diuresis, but if tissue necrosis worsens, the blisters would be opened at bedside. Approximately 1 day later, wound care rn noted that the large blister had broken and was left with dried eschar. Wound was debrided, measures 7.5 x 4.0 x 0.2 cm. Base is red tissue with dark around edges, bleeding a small amount. Recommended moist gauze with 1/4% aa to help clean wound and change gauze bid. Areas on right side are resolving. Lower area has a small eschar along the lower edge. Patient had something similar to this episode several weeks ago and the blisters resolved on their own. Wound care rn did not think the scd's caused the blister, but pressure due to swelling could have been the cause. Rolled hem on the scd could be a contributing factor. Critical care rn's changed to a new scd product in late last year, following training by the manufacturer's rep. The old scd product had a flat hem, but the product was no longer available. The new product has a rolled hem that rn's suggest may be contributing to more blisters/pressure ulcers. Rn's are turning patients, checking for skin breakdown, floating heels to prevent pressure ulcers. Cause of this patient's blisters is unknown. Patient was discharged to a skilled nursing facility for continuing medical care.what was the original intended procedure?not applicable.device #1is this a laboratory device or laboratory test?no.